Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in the patient's mouth. Details of surgery: sinus augmentation. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.